Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up it was found that the inner packaging of two (2) acromionizer were damaged and could not be used. There was a back-up device available and a surgical delay less than 30 minutes was reported. There was no patient involvement.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the insert, blister tray, ffs blades found that parts must be free of blowouts and burn marks, incomplete forming, smudges, grease and oil spots, nicks, burrs spikes or ragged edges, cuts, tears or cracks. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.